Event description:
The following information was reported to gore from the imedidata database: on (B)(6), 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis devices (one aorta extender endoprosthesis and two contralateral leg endoprosthesis devices). The trunk ipsilateral leg endoprosthesis and the aorta extender endoprosthesis were implanted in the infrarenal abdominal aorta. One contralateral leg endoprosthesis was implanted in the right common iliac artery, and another was implanted in the left common iliac artery. The gore® devices were successfully advanced to the intended location and successfully deployed. It was reported that there were no access-related complications and no additional corrective procedures related to the device, procedure, or withdrawal of the delivery system. On (B)(6), 2025, the patient had a left renal infarction. This adverse event resolved on (B)(6), 2025. It was not reported that a reintervention was required.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.